Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgery took place for a lumber spine hernia at the l5/s region of the patient. During the surgery, each tip thread of the retaining sleeves broke. No patient harm reported. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient data is unavailable and unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: manufacturing evaluation: lot 6738069. Rms company manufactured the locking holding sleeve, p/n 03.616.042, on lot 6738069. Initially, the parts conformed to the supplier¿s certificate of conformance, dated august 11, 2011, and (B)(4) conformed to synthes final inspection sheet. The conforming parts were released to the warehouse on august 15, 2011. Non-conformance report (ncr) was issued august 12, 2011 for dimension non-conformances (inner diameter less than minimum specification); (B)(4) parts were returned to the supplier and the ncr was closed on august 15, 2011. The locking holding sleeve was made to the synthes drawing. Due to an unknown cause, during surgery, the tip thread of the retaining sleeve broke. Based on the evaluation and the unknown cause, this complaint is confirmed but is not considered manufacturing-related. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history record was completed: rms company manufactured the locking holding sleeve, part number 03.616.042, on lot 6738069. Initially, the parts conformed to the supplier¿s certificate of conformance and (B)(4) out of (B)(4) conformed to synthes final inspection. A non-conformance report was issued for dimension non-conformances (inner diameter less than minimum specification); (B)(4) parts were returned to the supplier and the non-conformance report was closed. Device is an instrument and was not implanted, device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.